Manufacturer narrative:
(B)(4) - the device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's contact stated that the patient had an infection and that the patient was in pain. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient had been diagnosed with an episode of peritonitis on (B)(6) 2016. The pdrn stated it was unknown at this time how the infection may have occurred. No fluid leaks were reported during treatment or prior to infection. The pdrn stated the patient was not hospitalized for the event and was treated in-clinic for fourteen days, and was currently being provided antibiotics as of (B)(6) 2016. Per pdrn the as of (B)(6) 2016 the patient¿s signs and symptoms of peritonitis resolved, and the patient continued to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy without further issue. Medical records were requested.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
There is no documentation in the complaint file supporting a possible association between the liberty cycler and the event of peritonitis. Additionally, there is no allegation against fresenius products in relation to this event.

Event description:
Source documents in the complaint file were reviewed by a post market surveillance clinician. It was reported this patient on continuous cyclic peritoneal dialysis (ccpd) was diagnosed with peritonitis on (B)(6) 2016. The peritoneal dialysis registered nurse (pdrn) did not know how the infection occurred. No fluid leaks were reported during treatment or prior to infection. Effluent (peritoneal fluid) culture was obtained (date unknown) and final culture report as stated by pdrn was klebsiella pneumoniae. The patient received in clinic treatment for 14 days with ancef 1 gram and fortaz (ceftazidime). On (B)(6) 2016 per the pdrn , the patient¿s signs and symptoms of peritonitis have resolved and the patient continued with ccpd.